Manufacturer narrative:
Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for loose tubing with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for loose tubing was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was unable to duplicate or confirm the customer's failure mode.

Event description:
It was reported that the tubing on a bd vacutainer® safety-lok¿ blood collection set came off the needle and there was a blood exposure. No serious injury or medical intervention.